Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 4 of 4. The home patient (hp) disconnected without pressing stop. According to the call script the hp reconnected to the machine after they disconnected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the hp disconnected from the machine without pressing stop, received the system error 2240 alarm, and reconnected. The rn was requested to retrain the patient for proper procedure. There was no report of injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy. The cause was use error, due to the patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.